Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of core wire broken. Imdrf impact code f23 captures the reportable event of unexpected medical intervention. Imdrf impact code f2301 captures the reportable event of additional device required.

Event description:
It was reported that in the beginning of the procedure, the guidewire left small pieces inside the patient bladder. The pieces were retrieved using a basket. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.